Manufacturer narrative:
Microtargeting electrodes are single use sterile devices used in microelectrode recording (mer) procedures with a known adverse event of hemorrhage. It is a function of brain surgery and is inherent to its use. This hemorrhage is not related to the functional ability of the mt electrode used in the incident.

Event description:
Complaint received on (B)(4) 2014 from medtronic representative. During the microelectrode recording phase of the stage 1 procedure, the patient had an intracranial hemorrhage. The event was first noticed as a change in facial expression by the patient. Upon further inspection, the surgeon noticed blood coming out of the cannula. The surgeon went ahead and implanted the dbs electrode and promptly close. The hemorrhage was confirmed on post-op CT and the patient is still in the hospital. The physician did not complain about the product or report a problem. The was viewed by the team as one of the risks associated with dbs with mer. As of (B)(6) 2014, there haven't been any subsequent procedures. The patient was still at the hospital at the rehab facility. They are looking at long term rehab facility for the patient. Nothing further has been scheduled or planned at this time.